Event description:
During a robotic tlh (total laparoscopic hysterectomy) with bs and appendectomy on (B)(6) 2023, the prograsp's wire was reported to have snapped and frayed. The prograsp was removed from field and replaced with another instrument and tagged and sent to spd (sterile processing department) to be addressed. There were no deviations in care and no harm to patient caused. The procedure was completed as planned.